Manufacturer narrative:
The station properties for bottle 3 (ethanol) were reset at 16:49pm on (B)(6) 2015, in response to information displayed in association with an error code indicating that a protocol could not be scheduled, because the final reagent threshold for ethanol was not met by any of the bottles designated for ethanol. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The instrument logs confirm that a user set the ethanol concentration to the default value of 100%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Since the user had set bottle 3 to 100% ethanol at 16:49pm on (B)(6) 2015, this reagent would have been scheduled for the final dehydration step of the four (4) protocols from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was likely to have been a use error. Although the user reset the concentration of bottle 3 to 100% (ethanol) at 16:49pm on (B)(6) 2015, the complainant confirmed on (B)(6) 2014 that "they were sure it was a use error" and water was observed in xylene. Reagent from bottle 3 was used in the final dehydration step of the four (4) protocols from which sub-optimal tissue processing was reported.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of approximately 500 blocks using the 8 hr factory protocol over two (2) days. On (B)(6) 2015, a leica field support specialist (fss) provided telephone support to the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The laboratory advised the fss that at 16:48pm on (B)(6) 2015, event code "16" was displayed on the instrument on-screen monitor on five (5) occasions for bottle 3 prior to a user resetting the reagent concentration in the instrument software. On (B)(6) 2015, leica biosystems received information from the laboratory that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.